Event description:
It was reported that high capture threshold was noted. The lead was repositioned and measurements were fine through the pacing system analyzer (psa), but were still high with the device. Measurements were repeated with psa and device showing the same results. As the subclavian vein was occluded the lead could not be replaced so the physician explanted and replaced the device. Capture threshold was slightly improved with the new device. The lead remains implanted. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.